Manufacturer narrative:
The field complaint that the programmer shocked the user could not be verified. During analysis, the programmer was plugged into a working outlet and the power on function was performed. The unit powered up correctly; no power up issues were found. The power supply was inspected looking for any burn or char marks and nothing was found. A ground bonding and dielectric strength test was performed, which is designed to stress the insulation far beyond what it will encounter during normal use. These tests confirms that the devices' insulation is suitable for the operating voltage. The unit was able to successfully pass with all voltage tests being within the appropriate parameters. An interrogation test was performed and passed. No anomalies were found at the time of analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer shocked dr. (B)(6). The physician indicated that the shocks ¿were not a little static shock¿ but something more forceful. No intervention was performed. The physician was fine.